Event description:
It was reported that the brace was giving the patient leg convulsions. There was no report of injury or medical intervention required.

Manufacturer narrative:
The device is not available for evaluation. If the device becomes available, a follow-up report will be submitted.